Event description:
Caller states the patient tested 79 mg/dl and 188 mg/dl on the inform system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect device adn replacement was sent.